Event description:
Event description guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) expired. The patient experienced a sinus tachy arrhythmia, which the device shocked, resulting in ventricular tachycardia (vt). The device appropriately detected and treated the vt. The shock converted and began to pace; however, the patient's heart did not respond. The device has been explanted and returned for analysis. The physician has no allegations against the device.